Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, following the completion of a spinal fusion, the imaging system gantry would not open from around the patient. To resolve the reported issue, the site utilized the lift and shift procedure to resolve the reported issue. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.